Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2011, a break in aseptic technique occurred described as made a mistake, did not wear a mask and doing self-exchanges in between without proper training. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. On (B)(6) 2011, the patient began remedial treatment of tazin (4.5 gm IV, twice daily) and vancomycin (1 gm ip, stat). On an unreported date, the patient began unizox (1 gm IV, daily). It was unknown if the events of made a mistake, did not wear a mask , doing self-exchanges in between without proper training and peritonitis had resolved. Dianeal pd2 ultrabag therapy was ongoing as was remedial treatment with tazin. The nurse did not provide an assessment of causality for the events of did not wear a mask, doing self-exchanges in between without proper training and peritonitis.